Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy. The device was programmed to deliver an unknown volume of lipids (20% concentration) at a rate of 8.5 ml/hour. The patient received 200 ml of lipids in 6 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.